Event description:
Patient's legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2009. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. There has been no reported revision procedure and no further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00297 / 00299).